Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield was difficult to engage and did not fully cover the needle, causing a needlestick to the healthcare provider. There was no further health impact or consequence reported. Needlestick occurred on the left thumb. Staff went to put needle in the sharps container and did not realize the safety did not engage properly. Staff engaged safety as usual at the end of draw, but it was harder to push down. Safety was engaged immediately after use. Wasn't a quick release as usual. Staff did not hear the safety click into place as normal but did not double check. The safety was down, but did not cover the needle properly.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the safety shield was difficult to engage and did not fully cover the needle, causing a needlestick to the healthcare provider. There was no further health impact or consequence reported. Reported verbatim: needlestick occurred on the left thumb. Staff went to put needle in the sharps container and did not realize the safety did not engage properly. Staff engaged safety as usual at the end of draw, but it was harder to push down. Safety was engaged immediately after use. Wasn't a quick release as usual. Staff did not hear the safety click into place as normal but did not double check. The safety was down, but did not cover the needle properly.

Manufacturer narrative:
Investigation summary - bd had not received any samples for investigation. Additionally, 30 retained samples were subjected to a functional test for proper activation. All the samples were activated properly with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.